Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/26/2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.